Event description:
It was reported that the patient complained of the low pacing threshold of their device. The patient states that they have a low resting heart rate and a sleeping rate of around 48 beats per minute. Their clinician was setting the low rate threshold to 50 and was keeping them awake at night. The patient claimed that setting the low rate threshold to 40 was too low for them. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).